Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on jan. 30, 2018. There were deformations of the side flap and the main tube. Omsc estimated that these causes were due to grasping by forceps when it was retrieved. Other than these, there was no abnormal dimension regarding the migration. The lot number of the subject device was unknown. As a result of checking the manufacturing record for past one year from the incident date, nothing abnormal was found. The exact cause of the reported event could not be conclusively determined. However, this type of event is most likely related to the patients' internal environment such as constitution and/or symptoms. The opinion of the doctor in charge was that there was a possibility of the influence of the following conditions; the patient already had est. The patient had a parapapillary diverticulum. The patient underwent laparoscopic cholesystectomy while stent placed. The instruction manual of the device has already warned as follows; * after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. * the frequency rate for the stent dislocation is reported a 3.3% to 13.3%. Immediately remove the stent if dislocation is detected.

Event description:
The subject device was used in an endoscopic biliary drainage procedure on (B)(6) 2017. The subject device could not be found at endoscopy on (B)(6) 2018. Migration of the subject device was confirmed at ercp on (B)(6) 2018, and the migrated device was retrieved with forceps on the same day. There was no patient injury reported. This is the report regarding the migration of the stent.